Manufacturer narrative:
During preventative maintenance (pm), the autopulse platform (sn (B)(6)) failed functional testing with fault code 16 (timeout moving to take-up position). The root cause for the fault code was due to a drive train failure. The autopulse platform failed functional testing during the test run due to the displayed fault code 16. The drive train needs to be replaced to remedy the fault. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with (B)(6).

Event description:
During preventative maintenance (pm), the autopulse platform (B)(6) failed functional testing with fault code 16 (timeout moving to take-up position). No patient involvement.

Manufacturer narrative:
D9 (date returned to manufacturer) was corrected.